Event description:
While wearing the external equipment, the patient reportedly experineced sound quality issues and intermittencies followed by loss of lock. The patient was seen at the center. Testing performed confirmed out-of-range impedances. The patient was seen by a company representative for device evaluation. External equipment was exchanged. However, the reported problem was not resolved. Testing performed confirmed the device was functioning. The decision was made to explant the device. The patient's device was explanted.